Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: e3: reporter is a j&j sales representative. D9, h3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent the contemplative fracture repositioning and fixation for femur fracture on femur. In the surgery, the hip screws were posteriorly at the neck. The proximal hip screws had perforated the osteophyte in the posterior of the superior. After the surgery is completed, a CT scan is taken to confirm the results and the surgery is performed again. Two hip screws were removed and replaced with regular locking screws. The surgery was completed successfully with 120 minutes surgical delay. After the surgery, the surgeon commented the followings. The screw entered in a direction very different from that confirmed in the intraoperative image. The screw entered in a different direction than the guidewire because the nail or handle was too soft and bent. No further information is available. This report is for one (1) 6.5mm ti recon screw with t25 stardrive 90mm-sterile. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that event all occurred during the same day within the same surgery time. The removal occurred on the same day of the initial implantation.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: updated UDI & lot number h6 corrected data: d4 investigation summary: the product was returned to depuy synthes for evaluation. H3, h4, h6: visual inspection of the returned device was observed with scratches on the shaft near of the screw neck, the recess of head was stripped, and the overall appearance of the screw was found with usage which could have been a result of implantation and explanation process. The reported allegation of misalignment cannot be confirmed since the intraoperative image was not provided to confirm that the screw entered in a different direction. Surgical technique: if the use of recon screws is intended in combination with one transverse locking screw, the locking screw must be inserted in the static position of the locking slot (distal position of the transverse locking slot). This prevents the transverse locking screw from interfering with the recon screw. Consult the recon locking section for detailed steps. A dimensional and functional test inspection were unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the nature of its functionality and post manufacturing damage. The overall complaint was not confirmed as the observed condition of the hip scr ø6.5 self-tap l90 f/expert lfn t would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The following drawings reflecting the current and manufactured revisions were reviewed: (current & manufactured) dimensional inspection: n/a device history lot sterile part:04.003.028s, sterile lot no:6l88775, release to warehouse date: 07 aprl,2020, expiry date: 01 apr, 2030, manufacturing site: werk selzach, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part number: 04.003.028, lot number: 40p0299, manufacturing site: mezzovico, release to warehouse date: 23 feb 2020 a manufacturing record evaluation was performed for the not sterile finished lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.